Manufacturer narrative:
This report provides data from thv/tvt registry and summarizes 1 event of aortic valve re-intervention serious injury event for the sapien xt transcatheter heart valve in the aortic position. The 'time to event' (tte, in days) for this event was 149. The device identification (di) numbers for edwards sapien xt transcatheter heart valve are: (B)(4). Aortic valve re-intervention in the follow-up period (in the absence of prosthetic cardiac valve thrombosis) will typically result from on-going or worsening regurgitation, valve degeneration related to the formation of calcification or pannus, or valve migration. These events are identified in the product instructions for use (IFU) as potential risks associated with the use of the thv. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for november 2020 data extract for aortic serious injuries for the sapien xt valve. This report summarizes 1 aortic valve re-intervention serious injury event for the sapien xt transcatheter heart valve in the aortic position for november 2020. The age range for these events is (B)(6) years. The breakdown for gender is as follows: 1 male. November 2020 data extract includes data provided by acc for q2 2020 (april 1 to june 30).